Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). The device returned was found to be fully functional. Be sure that the syringe in properly seated in the inflation tube. A valid lot/batch number was not received therefore, the device history review could not be performed.